Manufacturer narrative:
(B)(4). The device history record (DHR) review confirms that the device met all material, assemble and performance specifications upon its release. The guidewire was returned for analysis. Visually inspection found a clear substance resembling a blister on the distal tip. The outer diameter of the guidewires distal tip measured .0141 cm. There was a whitish green, bubbly and blistered substance on the guidewire nitinol 0.5cm, 12.0cm, 14.5cm and 24.5cm from its distal end. The coating was checked and their appeared to be excessive hydrophilic coating on the guidewire distal section. The guidewire nitinol tubing was separated on its distal section at 0.5cm and 0.7cm from the distal end. The platinum coil was slightly stretched, and the core wire was bent at the separated section. Although we performed an analysis of the product, the cause of the reported difficulties could not be determined. The investigation was unable to identify any failure of the product to meet its material, assembly or performance specifications. Based on the investigation and the information provided, it was not possible to determine the cause of the tip break.

Event description:
Based on analysis of the device, the guidewire was noted to be broken.